Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead exhibited low r-wave sensing. The physician suspected that the issue was due to the patient's natural physiology, and due to the lead needing to be repositioned multiple times at implant prior to completing the procedure. No intervention was performed and the patient was stable throughout.